Event description:
It was reported that during an implant procedure, the lead could not reach the target nor "fix well." The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed with no anomalies found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.